Manufacturer narrative:
Additional narrative: it is unknown if the device was implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was impossible to put the plate in the screw. There was no report of patient harm and no report of surgical delay. This is report 1 of 1 for (B)(4).